Event description:
Customer had selected the primary homogeneous as well as scatter homogeneous on a treatment plan using the water phantom data set in the planning mode. He also selected water phantom in the dose computation parameters window. He saw unusually sharp penumbra when he selected this. He realized what he had done before the co called him back. He deselected water phantom from the computation parameters window and the penumbra was realistic.